Manufacturer narrative:
Concomitant medical products: dtmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced syncopal events over the past couple of months and periods of asystole were related to right ventricular (rv) lead over-sensing. When isometric testing was done there was no noise and sensing appeared appropriate. The physician placed the patient on a holter monitor which showed a nine second period of asystole. Additionally, while the p waves were clearly visualized there was not corresponding right ventricle and left ventricle pacing. It was also reported there was a confirmed lead fracture and the impedance trend was variable. The lead was capped, replaced, and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Referenced article: ¿failure of lead integrity alert to detect implantable cardioverter defibrillator lead failure in a pacemaker-dependent patient.¿ manuscript draft¿heart rhythm case reports. 2020. Manuscript number: hrcr-d-20-00197r1. Of note, the actual journal citation is not available at the time of this report. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced syncopal events over the past couple of months and periods of asystole were related to right ventricular (rv) lead over-sensing. When isometric testing was done there was no noise and sensing appeared appropriate. The physician placed the patient on a holter monitor which showed a nine second period of asystole. Additionally, while the p waves were clearly visualized there was not corresponding right ventricle and left ventricle pacing. It was also reported there was a confirmed lead fracture and the impedance trend was variable. The lead was capped, replaced. Approximately two years later, the physician performed additional review of x-ray images. Upon review of the x-ray images the physician suspected rv lead insertion issue. The physician provided rv lead performance trend data from the associated cardiac resynchronization therapy defibrillator (crt-d) and x-ray images. Review of the associated rv lead performance data, and x-ray images was performed by qualified personnel, and confirmed the data supports insertion issue. The x-ray provides evidence of a rv lead and crt-d connection issue whether due to incomplete rv lead insertion or a crt-d loose setscrew. The physician was informed that the failure to recognize incomplete pin insertion could result in unnecessary lead replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.